Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, customer reported that the left eye was upside down. A technical support engineer (tse) viewed the onsite logs show errors 48221, 487259, 48203 on endoscopic controller (ec). Therefore, the tse had customer reseat the scope five times at the vision cart to clean the connectors. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. A technical support engineer (tse) a had customer reseat the scope five times at the vision cart to clean the connectors that resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.